Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt appeared to have a pump thrombus. The pt coded and they were able to return the pt to sinus rhythm. The pt was taken back to the operating room and ECMO was placed through the groin. The outflow graft was dissected and stapled and the heartmate ii lvad was turned off and the perc lead disconnected from the system controller. The pump remained in the pt and a pump exchange was planned after the pt woke up and the neuro status was confirmed. A pump exchange from one lvad to another lvad took place 9 days later.